Manufacturer narrative:
The lot was manufactured between november 14, 2018 - november 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set leaked during infusion. The reporter stated that an IV was placed on a patient and the extension set was connected to the IV. After all lines were connected and infusion was started, the reporter noticed a leak from the set. The female connector on the extension set was found to be cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.